Manufacturer narrative:
Pr 9926317 follow up for device evaluation. It was reported there were black marks on the inside of the syringe. To aid in the investigation, one sample in an opened packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has black specks of embedded degraded resin. No other defects or imperfections were observed. The three photos provided show the sample received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 303552, lot 2210365. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. After opening the packaging of the 50 ml syringe that would be used to dilute the qt, we noticed some black marks (which looked like ink) on the inside of the syringe. We separated the item for collection and analysis. As response received on 25mar2024. How much product is affected? Per hour, one unit is the sample contaminated? If yes, state the substance. No. Nothing was aspirated with this part has anvisa been notified? If so, what was the notification number? No - is the sample related to the incident available for analysis? If so, how many units? (We collect a maximum of 10 units for analysis purposes). Yes. 01 unit - for sample collection and replacement purposes, please indicate: - cnpj = 53678264/0002-46. - full address and postcode = (B)(6) - contact person and telephone number = - icms taxpayer (nota fiscal issuer) (yes/no) = no. - purchase invoice number = 1136534. - (B)(6) 10apr2024.

Event description:
After opening the packaging of the 50 ml syringe that would be used to dilute the qt, we noticed some black marks (which looked like ink) on the inside of the syringe. We separated the item for collection and analysis.

Manufacturer narrative:
Pr 9926317: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.